Event description:
It was reported the patient underwent left knee revision due to a loose tibial tray, pain, and fractures in the tibia. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant devices - unknown tibial tray catalog #: ni lot #: ni, unknown articular surface catalog #: ni lot #: ni. (B)(4). Radiographic review identified osteopenia and evidence of loosening of the tibial and femoral components with oblique fracture of the proximal anterior and medial tibial cortex. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2022-01423.